Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records could not be reviewed as the batch/lot number is unknown. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested and received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. "¿ what was done to treat the shard penetration?=>unk ¿ was medical or surgical intervention required?=>unk ¿ was there any special diagnostic test performed?=>unk ¿ what is the status of the surgeon injury today?=>unk ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)?=>unk ¿ was the ampoule crushed repeatedly?=>no ¿ can you identify the lot number of the product that was used?=>unk ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown urological surgery on an unknown date and topical skin adhesive was used. After opening the package and before use, the glass ampule protruded and the surgeon was injured. There was no infection and it was not serious. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.